Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy of magnesium (programmed amount and delivery rate unknown). It was stated that one patient was not able to receive full treatment and had to return the following day. None of the patients required additional labs or diagnostics as a result of the reported events. It was also reported there was no patient injury or medical intervention necessary.